Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual. A low impedance of 34 ohms on contact 0/3 was measured on the right ins at a doctor¿s visit. It was noted that the patient is only being stimulated from c/1, so reprogramming was not needed. The hcp reported that the thresholds would be watched over time, and if the new setting did not provide the patient with benefit, reprogramming would be performed and a shunt series x-ray without abdomen would be done. No patient symptoms were reported. Right stn date assessed: 09/02/2015 battery age: 30 months battery at 2.83 volts and on non-interleaving setting 1-, c+ 3.3 v, 90 ms pw, 135 hz activa group usage a: 1-, c+; 3.2 v; pw 90; 135 hz (16% usage) b: 1-, c+; 3.3 v; pw 90; 135 hz (84% usage) therapeutic impedance check at 3.0 v c<(>&<)>0: 555 ohms c<(>&<)>1: 1084 ohms c<(>&<)>2: 1186 ohms c<(>&<)>3: 551 ohms 0<(>&<)>1: 1004 ohms 0<(>&<)>2: 1095 ohms 0<(>&<)>3: 34 ohms 1<(>&<)>2: 1389 ohms 1<(>&<)>3: 990 ohms 2<(>&<)>3: 1078 ohms